Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. The customer stated that the usb port did not hold usb cables in place. The customer¿s blood glucose level was 240 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-36511.